Manufacturer narrative:
Product ID 3889-28 lot# v514033, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)46).

Event description:
Additional information received reported patient had a worsening depression with an etiology of the issue was noted as a worsening/exacerbation of a pre-existing condition. Symptoms included a worsening of the patient¿s depression, increase anxiety, and mood swings. Interventions were reported as discontinuation of the wellbutrin and started buspar and restoril. The outcome of the event was reported, as of (B)(6) 2012, as resolved without sequelae. If additional information is received, a follow report will be sent

Event description:
It was reported, the patient had suicidal ideations and was restarted on their medications with a dose change and started group work/therapy. This was a pre-existing condition worsening or exacerbation. Signs and symptoms included depression, feeling withdrawn, isolated, and angry, and ¿off of medications.¿ the event resulted in in-patient hospitalization.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional reviewed determined this event was not related to the implant procedure or device as the etiology was noted as pre-existing condition.